Manufacturer narrative:
Problem of suture detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. The voluntary user medwatch number is (B)(4).

Event description:
It was reported to boston scientific corporation that a capio¿ slim was used during procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, when firing the capio device the bullet portion was retained in the capio suture capturing device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.